Manufacturer narrative:
An abandoned procedure was reported to abbott. It was determined the lead was sheared during a lead replacement. The patient was in postop when they woke up from anesthesia, complained of headache. The physician was made aware no visible wet tap but will monitor for symptoms. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
It was reported that during a lead revision surgery (related report 1627487-2023-02545) the physician was unable to implant a replacement lead into the patient due to the new lead having been sheared during the procedure.